Event description:
Had my knee replaced on (B)(6) 2016 with the zimmer nexgen high-flex implant. Since the surgery I have been complaining about swelling, hot to touch, instability and now my leg below the kneecap is bellying out. I have had three doctors to say there is an issue with the replacement. The last doctor is recommending revision to the knee replacement. I have only taken x-rays for the knee. Each doctor has done other physical tests where they noticed the loosening.